Manufacturer narrative:
Other applicable components are: product ID 3888-33, lot# j0437335v, implanted: (B)(6) 2004, product type: lead; product ID 3888-33, lot# j0437518v, implanted: (B)(6) 2004, product type: lead. Date of event issue was reported as (B)(6) 2010.

Event description:
Information received from patient reported that their implantable neurostimulator (ins) was turned off by their healthcare professional (hcp) because they believed one of the electrodes "had come loose". It was reported that it has never been repaired. There were no patient symptoms reported in the event. The indication for use for the implanted device was noted as multiple back operations. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.